Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device failure. Based on the information available, device is evaluated at customer site and after operational check device is working fine without any issues. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is working fine as per manufacturer's specifications without any issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.